Event description:
On (B)(6) 2012, customer reported a leak of clear fluid (approximately 1/8 cup) under the left side of the lh780 instrument which dripped down onto the floor. Customer stated that the fluid appeared to be diluent. Customer also stated that some fluid dripped onto the pneumatic supply module (psm), but did not leak within the unit. There was no smoke or electrical smell. Customer powered off the instrument and the pneumatic supply module. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and indicated that there was a diluent leak at valve 115 (vl115) on the sample access reservoir. Fse replaced vl115, the tubing, the collars, and the fittings in that area. Fse cleaned up all the dried salts, the bsv (blood sampling valve) and the shear valves. Fse lubricated the probe wipe lead screw, and replaced the tubing at the upper sheath restrictor. Fse also resolved fluid detector 5 and 6 errors (which were unrelated to the leak) by reseating all the manifolds on the bottom left. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).